Event description:
It was reported that during a coronary stent procedure of the rca with 99% stenosis, the stent dislodged during advancement into the guide catheter. The physician had successfully deployed a stent in the mid rca. The express2 was to be placed proximal to the first stent, however, the stent dislodged during advancement into the guide catheter. The undeployed stent was located and remains in the peripheral vasculature. Pt status is listed as "okay".